Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated however, thru error logs, identified fluoro function board (ffb) pbc node disconnected. Reseated ffb pcb and determined that it needed to be replaced. Replaced ffb. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system locked up during procedure. System rebooted and case completed. There was no report of patient injury.